Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated and the reported single leaflet device attachment (slda) is related to patient conditions and due to short posterior leaflet and calcified annulus. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment it was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4, short posterior leaflet and a calcified annulus. An xt clip was inserted and successfully deployed on the mitral valve. However, upon deployment, the clip opened to approximately 20 degrees. It was noted the clip remained stable; therefore, an additional clip was inserted to further reduce mr. An nt clip was successfully deployed. Shortly after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). It was noted the clip remained stable because it was implanted so close to the xt clip. To further reduce mr, an additional xt clip was deployed, reducing mr to a grade of 2-3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.